Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. However, one abut gold friction-fit 4. 5mm imp (hla4g) was not returned. Visual evaluation of the as returned product identified fracturing at the collar and damages to the external threads, most likely from the removal process. Dried blood and fractured abutment screw present inside the implant drive feature. Device history record (DHR) review was completed for the subject lot number 0511994. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (0511994) for similar event using category keyword functional fracture implant and no other complaint was identified. Therefore, based on the available information, device malfunction (implant fracture) has occurred along with fractured abutment screw stuck inside it and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Unique identifier (UDI) number unknown. Premarket identification PMA/510(k) number k011028 and k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant body and abutment hexagon in the implant body fractured and were removed. Implant was placed in 2006, 14 years of loading. Symptoms as a result of the event: discomfort, edema, pain, soreness, dehiscence and bone loss.